Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-242a, mmt-1884, mmt-332a. Customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or does not want to troubleshoot for recurring alarms. No harm requiring medical intervention was reported. No product return is required for mmt-242a. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was found on: 10/30/2024 18:34:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/30/2024 18:36:59.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/30/2024 18:37:32.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/30/2024 18:39:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 10/30/2024 18:45:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/30/2024 18:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/30/2024 19:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 10/30/2024 19:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 30-oct-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.